Event description:
Patient reported that his "heart hurts" when the pacemaker is pacing the heart. Patient said when he is sitting down, he is fine around "60" but "as soon as I start talking, it hurts". Patient said they turned "off" the lower lead, because "I didn't really need it" and they "turned off rate response, because that was really hurting". The device was later explanted and replaced. No further patient complications were reported as a result of this event. It was further reported that there was no indication for permanent pacing with the device and the lead caused extra cardiac stimulation. The physician noted lack of clinical benefit from the device. There was no issue with the device or lead and the patient does not have any device implanted currently.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Patient reported that his "heart hurts" when the pacemaker is pacing the heart. Patient said when he is sitting down, he is fine around "60" but "as soon as I start talking, it hurts". Patient said they turned "off" the lower lead, because "I didn't really need it" and they "turned off rate response, because that was really hurting". The device was later explanted and replaced. No further patient complications were reported as a result of this event.

Event description:
Patient reported that his "heart hurts" when the pacemaker is pacing the heart. Patient said when he is sitting down, he is fine around "60" but "as soon as I start talking, it hurts". Patient said they turned "off" the lower lead, because "I didn't really need it" and they "turned off rate response, because that was really hurting". The device was later explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found.